Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001054 number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached and hemostatic valve separated device malfunctions occurred. The sheath was inside the patient¿s body and while the physician was removing the dilator, the orange cap (brim cap) on the sheath valve broke. They replaced the sheath with an agilis sheath. There was no patient consequence reported. Upon request, additional information was received on the event on (B)(6) 2019 which included a picture. They stated that the hemostatic valve (gasket) broke into two or more separate pieces and detached from the sheath. There was no excessive bleeding. After reviewing the event, additional information received and the picture, it was assessed that the brim cap being detached and the hemostatic valve being separated were reportable malfunctions.